Event description:
It was reported that a user experienced a temporary loss of cgm data transmission between a dexcom g6 and the ilet, resulting in a brief interruption of glucose values on the ilet while values continued to display on the dexcom app; connection was re-established during troubleshooting, and the user received education on bg run mode including meal announcements and basal continuity. Symptoms included transient hyperglycemia with a peak of 216 mg/dl. Outcomes included no alerts persisting beyond the threshold duration, no need for backup therapy, no ketone testing, no medical intervention, and no immediate health effects. Investigation included technical troubleshooting and user education. Investigation of this case revealed the connection was restored and system function returned to normal. It was concluded that a temporary signal loss occurred without injury and resolved with standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.